Event description:
It was reported that the pulse oximeter was used on a ventilator patient at home. The monitor and ventilator reportedly alarmed. The patient expired. There was no reported device failure.

Manufacturer narrative:
(B)(4). Investigation of the returned device found no failures. The device functioned as intended.

Manufacturer narrative:
(B)(4).